Event description:
It was reported that a 8100 over infused. Npi. No permanent injury or tissue damage resulted from the magnesium over infusion.

Manufacturer narrative:
Additional information: a3, b3, b5. Correction: b1, h1, h6 patient code.

Event description:
Event occurred in the labor / delivery department. High magnesium level observed after infusion was performed. Although considered a serious injury by the reporter it was also clarified that there was no permanent injury to mother or baby.

Manufacturer narrative:
Additional information provided: b.5, d,10 & d.11, h.6, b.7, b.6. The customer¿s stated issue of pump module over infused was not confirmed. Physical inspection of the device noted the mechanism assembly was in good condition with no discrepancies noted, the bezel was manufactured 06/2019. There were observations of fluid ingress at the bottom of both the bezel and rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on them. The female iui is cracked at the top right corner. Review of the pcu error log shows no malfunctions on the reported event date and time. Analysis of the pcu event log shows overwritten because of continued use. Therefore, event details such as drug ID and other programming details could not be determined. The pump module logs were also overwritten due to continued use. Rate accuracy testing performed found the device operating in specification. The root cause of the customer¿s report was not identified. Device history review: review of the sn: (B)(6), service history record showed the device had a manufacture date of 09/14/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an infusion presumed to be magnesium occurred in the l& d unit. The device was programed to deliver at 50 ml/hour but instead delivered 125ml/hour. The serum magnesium level of the mother was elevated after the event. An unspecified serious injury was initially reported; it was later determined that no permanent injury occurred to either mother or baby, however the customer considered this to be a serious injury.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a 8100 over infused. Npi. An unspecified serious injury was reported.